Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages) was confirmed. Upon investigation, the front therapy electrodes was severed from the cable connecting the front te, ECG a, and ECG b to the distribution node. The root cause for the missing therapy electrode was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was causing "add gel" messages in the absence of a prior gel release.